Manufacturer narrative:
Failure analysis states that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passes motor test. All button functioning properly. No button error alarm noted. However, found corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It is reported that the customer received a motor errors on his insulin pump. Customer current blood glucose level was not provided. Insulin pump will be replaced for the customer. No further information was provided.